Event description:
It was reported that a pt's anterior implant came out of the vaginal incision due to intra-abdominal distention from a diverticula abscess of the colon. Pt's symptoms were nausea, fever, pain, vaginal bleeding, and no bowel movement for nine days in 2008. The pt was treated with exploratory lap and colostomy. The doctor removed the biomesh and repeated the anterior colporrhaphy on the last day. The pt also experienced an umbilical hernia repair with mesh by general surgeon which was removed as well on the same day. The pt was given IV antibiotics following the removal procedure. No further complications have been reported.

Manufacturer narrative:
The lot number is unk therefore no review of the device history record could be performed. The instructions for use which accompanies each device states in the section labeled indications that the support system is indicated for tissue reinforcement and long-lasting stabilization of fascial structures of the pelvic floor in vaginal wall prolapse where surgical treatment is intended either as mechanical support or bridging material for the fascial defect. The reported issue states that there was a separate condition of intra-abdominal distention from a diverticula abscess of the colon. It is possible that the pre-existing condition contributed to the evulsion of the mesh.